Event description:
On 10th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 300/500. It was stated and confirmed by photographic evidence that paint was chipping on double fork and top plastic cover on cupola had small cracks with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The issue was raised to getinge by the hospital maintenance/service technician team. The correction of b5 describe event and problem, d1 brand name, d4 version of model #, d4 catalog # and serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 300/500. It was stated and confirmed by photographic evidence that paint was chipping on double fork and top plastic cover on cupola had small cracks with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 10th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that paint was chipping on double fork and top plastic cover on cupola had small cracks with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 version of model #, d4 catalog #: ard569420710c, corrected d4 version of model #, d4 catalog #: ard568333999. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d1 brand name: powerled 300/500. Corrected d1 brand name: powerled 300. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that paint was chipping on double fork and top plastic cover on cupola had small cracks with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The involved zone was probable exposed and the edges damaged corresponds to retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time of cleaning agent with the device and to wipe it with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual also mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incidents, it is recommended to respect the cleaning instructions and avoid: prolonged exposure to detergents and disinfectants solutions, high concentrations of cleaning agents, prohibited products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 10th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that paint was chipping on double fork and top plastic cover on cupola had small cracks with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.